Event description:
It has been reported that the syringe 1ml s/t w/ndl 27x1/2 rb has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported that empty packages were found. It was also reported that the ink on the barrel erases easily and the cap is difficult to remove. Per email: empty packaging, ink mark erase easily, cap removal difficult.

Manufacturer narrative:
H.6. Investigation summary: three photos were received and evaluated. Two photos displayed a loose 1ml syringe with minimal scale marking present. One photo showed a fully sealed blister pack with no product inside. A physical unused sample is required for scale permanency testing and shield removal force. No corrective actions are necessary based on the defective rate identified. Batch 9007602 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 1ml s/t w/ndl 27x1/2 rb has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported that empty packages were found. It was also reported that the ink on the barrel erases easily and the cap is difficult to remove. Per email: empty packaging, ink mark erase easily, cap removal difficult.